Event description:
It was reported that the display screen of the external pulse generator only showed half of the display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was missing columns. It was also noted that the upper case and one bail cover were broken, one printed circuit board flex was creased, and the battery contacts were compressed.